Event description:
Patient presented back to the physician with wound dehiscence at the chest incision site, and the ipg had eroded through the skin. Physician brought the patient into the operating room, removed the ipg and a portion of the stimulation lead, and closed. Patient was prescribed antibiotics prior to the procedure.

Event description:
Patient presented to the physician with the ipg eroding through the skin at the chest incision site, exposing the stimulation lead wire. Physician brought the patient into the or, expanded the chest pocket, repositioned the ipg and stimulation lead, re-sutured, placed an alloderm graft over the site, and closed the incision. Patient presented back to the physician, five days after the revision procedure, with swelling and bleeding at the chest incision site. Examination confirmed a hematoma. Physician brought the patient back into the or, irrigated the chest pocket, placed a drain, and closed.